Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The scrub nurse was unable to secure the metaglene guide or the definitive metaglene implant to the metaglene holder. It was determined that the metaglene holder internal rod was not expanding the metaglene holder to secure the device.

Manufacturer narrative:
The complaint description states that the scrub nurse was unable to secure the metaglene guide or the definitive metaglene implant to the metaglene holder. It was determined that the metaglene holder internal rod was not expanding the metaglene holder to secure the device. The devices associated to the complaint were not returned for analysis. No other analysis was possible because neither the batch numbers nor the x-rays or medical records were provided. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.